Event description:
The following info was reported to kci by the patient: while on v.a.c. Therapy, a foreign material alleged to be v.a.c. Dressings was not removed and a piece was "left inside and he got an infection". The patient inquired if this is why he developed an infection and stated there is no allegation against v.a.c. Therapy. No additional info is available.

Manufacturer narrative:
It is unk when the event occurred as this info has not been provided. The patient was on v.a.c. Therapy from (B)(6) 2009. Based on info provided, it cannot be determined when the foreign body alleged to be v.a.c. Dressings was inadvertently left in the wound, nor if the infection is related to v.a.c. Therapy. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error. There have been several attempts made to gather additional info, but there has been no response. Dressing changes: wounds being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency, adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often then 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.